Manufacturer narrative:
(B)(4).

Event description:
On 10aug2018 our affiliate in (B)(6) reported a patient (pt) posted information on a social media site as follows: ¿ulcer in the eye. Sorry but when I used them for a while I ended up with an ulcer in the eye ... Although every night I take them out and take good care of them (for more than 15 years I have used lenses). I noticed that people I knew were having the same problems as I and they used the same brand. I changed them. When I tried to make the claim I did not find a valid number or assistance to claim¿. No additional information was provided. Multiple attempts were made to contact the pt via social media, but no additional information was received. It is unknown which acuvue brand contact lens the pt was wearing at the time of the event. The lot number was not provided. It is unknown if the suspect lens is available for evaluation. The date of the event is unknown. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.